Manufacturer narrative:
The thermogard xp ivtm console (sn (B)(4) was evaluated at the customer site. The customer reported complaint for the thermogard console displayed error message mid:20 (adc1 timeout) was confirmed during the archive review but could not be reproduced during initial functional testing. In addition, during initial functional testing, the thermogard console displayed a mid: 09 (air trap assembly) error message upon power on, unrelated to the reported complaint. The root cause for the mid: 09 error was determined to be a faulty airtrap block assembly. Upon visual inspection, no physical damage was observed. During the review of the event log, multiple error message mid:20 occurred on the reported event date, thus confirmed the reported complaint. The thermogard console was subjected to the run-in test in cooling mode for 12 hours with no mid:20 error message. Following the repair, the thermogard console was tested and passed all the testing criteria and functioned as intended. Historical complaints were reviewed and there was no previous history of complaint reported for the thermogard xp ivtm console with serial number (B)(4).

Manufacturer narrative:
Zoll has not received the zoll thermogard console in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, during the device check, the thermogard xp ivtm console displayed mid:20 (adc1 timeout) error message. No patient involvement.